Event description:
At the request of the customer, the device returned for service.(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection. During service, technician found that device overheated, worked too slowly and bearing was worn. This was attributed to normal wear. Device was repaired and returned to the customer.